Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the tubing had become disconnected for the dialysis connector. It appeared that no solvent was present to bond the joint together. Due to the contamination of the sample, a leakage test was unable to be performed; however, due to the disconnection, the sample would more than likely fail. Both photos were reviewed and identified the same conclusion. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. The personnel performed an incorrect solvent application during the assembly process according to the visual standard. Corrective actions include retraining the personnel on solvent application method visual standard to prevent the detachment issues. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: bloodline blood leak during patient treatment. Earlier complaint of a leak during priming, same lot number. 2nd leaking line this week and they have 9 cases in stock. Detailed inquiry description: bloodline incident at va loma linda. Patient treatment was interrupted and restarted with new lines after staff noted blood was dripping by arterial line connector that connects to the dialyzer. Please see photos. This same lot number was reported by this location on dec 23rd after a line came apart from the arterial connector that connects to the dialyzer (during priming). This is the 2nd bloodline leak this month from this lot number and they have 9 cases total. Sample was saved.